Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
Customer reports for past 8 months noted mass difficult to remove and skin is now raw and irritated. Discussed skin care. Uses soap and water and currently applying neosporin over the counter.